Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 514820.

Event description:
It was reported that the patient was experiencing stimulation on a non-target area. The patient underwent a lead and ipg replacement procedure. The patient was doing well postoperatively. The explanted device was discarded by the facility.